Manufacturer narrative:
Sanofi company comment follow up dated on 20-feb-2025: the follow up information does not change the previous case assessment. This case involves 64 years old female patient whose knee was septic , had not been same and was still out of work after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal role of company suspect device could not be ruled out for the occurrence of reported events. However, a better description including information on personal and family history if any, information on specific relevant lab details, concurrent conditions, past treatments and concomitant medications was currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Knee was septic [joint infection] ([injection site joint swelling], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal]) knee had not been same and was still out of work [joint dysfunction]. Case narrative: initial information received along with live follow up on (B)(6) 2025 (processed together) regarding an unsolicited valid serious case received from the patient. This case involves a 64 years old female patient whose knee was septic, had not been same and was still out of work after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had received the synvisc one injection in the past once. On (B)(6) 2024, the patient received the second synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) (with unknown dose, route and frequency) for osteoarthritis. The patient reported that the day after she received the injection her knee swelled up and blew up like a balloon (injection site joint swelling) (onset: (B)(6) 2024; latency: 1 day). She went back to her doctor a few days later where they drained the fluid from her knee and tested it (injection site joint effusion, aspiration joint and synovial fluid analysis abnormal) (onset: (B)(6) 2024; latency: few days). It was reported that the following day her doctor called the patient and told her to immediately go to the ER (emergency room) as her knee was septic (arthritis infective) (onset: (B)(6) 2024; latency: few days). On (B)(6) 2024 the patient went to the emergency room. They had to operate on her knee to clean it out and treat the infection. She was no longer taking the medication but said her knee had not been the same and was still out of work as a result of the incident (arthropathy) (with unknown onset and latency) (batch number: ersl001z; expiry date: 31-dec-2026 for all the events). Action taken: not applicable for both events. Corrective treatment: drained the fluid from her knee, operated the knee and treated the infection for arthritis infective; not reported for arthropathy. Outcome: unknown for arthritis infective and not recovered for arthropathy. Seriousness criteria: intervention required for arthritis infective. A product technical complaint (ptc) was initiated on 20-feb-2025 for synvisc one (batch number: ersl001z; expiry date: 31-dec-2026) with global ptc number: (B)(4). The ptc was set in process. Additional information was received on 20-feb-2025 from quality department. Batch number was updated. Ptc complaint number was added. Text amended accordingly.

Event description:
Knee was septic [joint infection] ([injection site joint swelling], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal]). Knee had not been same and was still out of work [joint dysfunction]. Case narrative: initial information received along with live follow up on 20-feb-2025 (processed together) regarding an unsolicited valid serious case received from the patient. This case involves a 64 years old female patient whose knee was septic, had not been same and was still out of work after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had received the synvisc one injection in the past once. On (B)(6) 2024, the patient received the second synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) (with unknown dose, route and frequency) for osteoarthritis. The patient reported that the day after she received the injection her knee swelled up and blew up like a balloon (injection site joint swelling) (onset: (B)(6) 2024; latency: 1 day). She went back to her doctor a few days later where they drained the fluid from her knee and tested it (injection site joint effusion, aspiration joint and synovial fluid analysis abnormal) (onset: (B)(6) 2024; latency: few days). It was reported that the following day her doctor called the patient and told her to immediately go to the ER (emergency room) as her knee was septic (arthritis infective) (onset: (B)(6) 2024; latency: few days). On (B)(6) 2024 the patient went to the ER. They had to operate on her knee to clean it out and treat the infection. She was no longer taking the medication but said her knee had not been the same and was still out of work as a result of the incident (arthropathy) (with unknown onset and latency) (batch number: ersl001z; expiry date: 31-dec-2026 for all the events). Upon follow up on 28-feb-2025 the patient reported that one of the shots gave her a septic infection in her knee and she was out of work for 4 months due to the infection caused by the synvisc one. No new information was reported. Action taken: not applicable for both events. Corrective treatment: drained the fluid from her knee, operated the knee and treated the infection for arthritis infective; not reported for arthropathy. Outcome: unknown for arthritis infective and not recovered for arthropathy. Seriousness criteria: intervention required for arthritis infective. A product technical complaint (ptc) was initiated on 20-feb-2025 for synvisc one (lot/batch number: ersl001z; expiry date: 31-dec-2026) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number ersl001z, synvisc one (manufactured for us market) was manufactured on 26jan2024 with expiration date of 31dec2026 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Furthermore, no associated non-conformances were noted for the issue defect at time of release. A root cause cannot be determined from the investigation and with the provided information. Trend analysis performed in comet and qualipso: there is a total of two (2) complaints for lot ersl001z. (B)(4)-ersl001z-other adverse reaction nos. (B)(4)-ersl001z-needle broken. Based on investigation and trend analysis, no CAPA (corrective action and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis would be performed on a periodic basis as per rid-qu-win-0059554 'complaint handling' to determine if a CAPA is required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 10-mar-2025 with summarized conclusion as no assessment possible. Additional information was received on 20-feb-2025 from quality department. Batch number was updated. Ptc complaint number was added. Text amended accordingly. Follow up information was received on 28-feb-2025 from the patient. No new significant information was received. Text amended accordingly. Additional information was received on 10-mar-2025 from the quality department. Global ptc number and ptc results added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated on 26-feb-2025: this case involves 64-year-old female patient whose knee was septic, had not been same and was still out of work after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal role of company suspect device could not be ruled out for the occurrence of reported events. However, a better description including information on personal and family history if any, information on specific relevant lab details, concurrent conditions, past treatments and concomitant medications was currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Knee was septic [joint infection] ([injection site joint swelling], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal]) knee had not been same and was still out of work [joint dysfunction]. Case narrative: initial information received along with live follow up on (B)(6) 2025 (processed together) regarding an unsolicited valid serious case received from the patient. This case involves a 64-year-old female patient whose knee was septic, had not been same and was still out of work after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had received the synvisc one injection in the past once. On (B)(6) 2024, the patient received the second synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) (with unknown dose, route and frequency) for osteoarthritis. The patient reported that the day after she received the injection her knee swelled up and blew up like a balloon (injection site joint swelling) (onset: (B)(6) 2024; latency: 1 day). She went back to her doctor a few days later where they drained the fluid from her knee and tested it (injection site joint effusion, aspiration joint and synovial fluid analysis abnormal) (onset: (B)(6) 2024; latency: few days). It was reported that the following day her doctor called the patient and told her to immediately go to the ER (emergency room) as her knee was septic (arthritis infective) (onset: (B)(6) 2024; latency: few days). On (B)(6) 2024 the patient went to the ER. They had to operate on her knee to clean it out and treat the infection. She was no longer taking the medication but said her knee had not been the same and was still out of work as a result of the incident (arthropathy) (with unknown onset and latency) (batch number: ersl0012z; expiry date: (B)(6) 2026 for all the events). Action taken: not applicable for both events. Corrective treatment: drained the fluid from her knee, operated the knee and treated the infection for arthritis infective; not reported for arthropathy. Outcome: unknown for arthritis infective and not recovered for arthropathy. Seriousness criteria: intervention required for arthritis infective.

Event description:
Injection made right knee septic [joint infection] ([injection site joint swelling], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal]), knee had not been same and was still out of work [joint dysfunction] . Case narrative: initial information was received along with live follow up on (B)(6) 2025 (processed together) regarding an unsolicited valid serious case received from the patient. This case involves a 64 years old female patient who reported that injection made her right knee septic, had not been same and was still out of work, after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications and family history were not provided. The patient had received the synvisc one injection in the past once. At the time of event the patient had ongoing high blood pressure. On (B)(6) 2024, the patient received the second synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee (strength: 48mg/6ml) 1x (with unknown dose and route) for osteoarthritis of right knee. The patient reported that the day after she received the injection her knee swelled and blew up like a balloon (injection site joint swelling) (onset: 06-oct-2024; latency: 1 day). On 10-(B)(6) 2024 patient went back to her doctor where they drained the fluid from her knee and tested it (injection site joint effusion, aspiration joint and synovial fluid analysis abnormal) (onset: 10-oct-2024; latency: 5 days). It was reported that the following day on (B)(6) 2024 her doctor called with lab results and told her knee was septic (arthritis infective) (onset: 10-oct-2024; latency: 5 days) and to go directly to the ER (emergency room) to have emergency surgery. They had to operate on her knee to clean it out and treat the infection. On (B)(6) 2024 the patient had emergency surgery to get that junk out of her knee. After being discharged on (B)(6) 2024 she was on a series of antibiotics that she had to take 3 times a day for the next 30 days. She was no longer taking the medication but said her knee had not been the same and was still out of work as a result of the incident (arthropathy) (with unknown onset and latency) (batch number: ersl001z; expiry date: 31-dec-2026 for all the events). It was also reported that her medical records were with her doctor. Upon follow up on (B)(6) 2025 the patient reported that one of the shots gave her a septic infection in her knee and she was out of work for 4 months due to the infection caused by the synvisc one. Action taken: not applicable for both events. Corrective treatment: drained the fluid from her knee, operated the knee and treated the infection with unspecified antibiotics for arthritis infective; not reported for arthropathy. Outcome: recovering for arthritis infective and not recovered for arthropathy. Seriousness criteria: hospitalization and intervention required for arthritis infective. A product technical complaint (ptc) was initiated on 20-feb-2025 for synvisc one (lot/batch number: ersl001z; expiry date: 31-dec-2026) with global ptc number: (B)(4). Ptc stated: batch number ersl001z, synvisc one (manufactured for country market) was manufactured on 26jan2024 with expiration date of 31dec2026 yielding 8,639 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. A root cause cannot be determined from the investigation and with the provided information. Trend analysis performed in comet and qualipso: there is a total of two (2) complaints for lot ersl001z. Complaint (B)(4) ersl001z other adverse reaction nos (not otherwise specified) complaint (B)(4) ersl001z needle broken. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis would be performed on a periodic basis complaint handling to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 02-may-2025 with summarized conclusion as no assessment possible. Additional information was received on 20-feb-2025 from quality department. Batch number was updated. Ptc complaint number was added. Text amended accordingly. Follow up information was received on 28-feb-2025 from the patient. No new significant information was received. Text amended accordingly. Additional information was received on 10-mar-2025 from the quality department. Global ptc number and ptc results added. Text amended accordingly. Additional information was received on 12-mar-2025 from patient. Suspect frequency added. Event onset, seriousness criteria and outcome updated. Clinical course was updated and text amended accordingly. Follow up information was received on 18-apr-2025 from the patient. No new significant information received. Clinical course was updated and text amended accordingly. Additional information was received on 02-may-2025 from quality department. Investigation completion date updated. Text amended accordingly.

Event description:
Injection made right knee septic [joint infection] ([injection site joint swelling], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal]) knee had not been same and was still out of work [joint dysfunction]. Case narrative: initial information received along with live follow up on (B)(6)2025 (processed together) regarding an unsolicited valid serious case received from the patient. This case involves a 64 years old female patient who reported that injection made her right knee septic, had not been same and was still out of work, after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s) and family history were not provided. The patient had received the synvisc one injection in the past once. At the time of event the patient had ongoing high blood pressure. On (B)(6)2024, the patient received the second synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee (strength: 48mg/6ml) 1x (with unknown dose and route) for osteoarthritis of right knee. The patient reported that the day after she received the injection her knee swelled and blew up like a balloon (injection site joint swelling) (onset: 06-oct-2024; latency: 1 day). On (B)(6)2024 patient went back to her doctor where they drained the fluid from her knee and tested it (injection site joint effusion, aspiration joint and synovial fluid analysis abnormal) (onset: 10-oct-2024; latency: 5 days). It was reported that the following day on (B)(6)2024 her doctor called with lab results and told her knee was septic (arthritis infective) (onset: 10-oct-2024; latency: 5 days) and to go directly to the ER (emergency room) to have emergency surgery. They had to operate on her knee to clean it out and treat the infection. After being discharger on (B)(6)2024 she was on a series of antibiotics that she had to take 3 times a day for the next 21 days. She was no longer taking the medication but said her knee had not been the same and was still out of work as a result of the incident (arthropathy) (with unknown onset and latency) (batch number: ersl001z; expiry date: 31-dec-2026 for all the events). It was also reported that her medical records are with her doctor. Upon follow up on (B)(6)2025 the patient reported that one of the shots gave her a septic infection in her knee and she was out of work for 4 months due to the infection caused by the synvisc one. Action taken: not applicable for both events. Corrective treatment: drained the fluid from her knee, operated the knee and treated the infection with unspecified antibiotics for arthritis infective; not reported for arthropathy. Outcome: recovering for arthritis infective and not recovered for arthropathy. Seriousness criteria: hospitalization and intervention required for arthritis infective. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: ersl001z; expiry date: 31-dec-2026) with global ptc number: (B)(4). Batch number ersl001z, synvisc one (manufactured for us market) was manufactured on 26jan2024 with expiration date of 31dec2026 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. A root cause cannot be determined from the investigation and with the provided information. Trend analysis performed in comet and qualipso: there is a total of (B)(4) complaints for lot ersl001z. Complaint (B)(4) other adverse reaction nos (not otherwise specified). Complaint (B)(4) needle broken. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis would be performed on a periodic basis complaint handling to determine if a CAPA is required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 10-mar-2025 with summarized conclusion as no assessment possible. Additional information was received on 20-feb-2025 from quality department. Batch number was updated. Ptc complaint number was added. Text amended accordingly. Follow up information was received on 28-feb-2025 from the patient. No new significant information was received. Text amended accordingly. Additional information was received on 10-mar-2025 from the quality department. Global ptc number and ptc results added. Text amended accordingly. Additional information was received on 12-mar-2025 from patient. Suspect frequency added. Event onset, seriousness criteria and outcome updated. Clinical course was updated and text amended accordingly.